Manufacturer narrative:
(B)(4). The customer returned two photos for analysis. Visual inspection of the photos confirmed the endurance catheter body had kinked directly adjacent to the juncture hub and separated further down the catheter body. The customer also returned one endurance catheter. Sign of use in the form of biological material were present in the extension line and catheter. Visual inspection of the catheter revealed that it was separated approximately 10 mm from the juncture hub. The separation points were rough and jagged. Additionally, the catheter body was kinked directly adjacent to the juncture hub. The length of the returned catheter sections measured 10 mm and 55 mm, totaling 65 mm which is within specifications of the nominal value 65 mm per endurance catheter graphic. The outer diameter of the catheter body measured 0.04230", (B)(4). The inner diameter of the catheter tip measured 0.027", which is within specifications of 0.0245-0.0285" per catheter graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush catheter using a 10 ml syringe filled with normal saline for injection." When the catheter was flushed with a lab inventory water filled syringe, water exited from the separation point in the catheter body. The catheter was sent to wyomissing where the damage was confirmed. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone , and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin. Allow insertion site to dry completely prior to applying dressing. Do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The complaint of an endurance catheter cut/torn was confirmed by a complaint investigation of the returned sample and the customer photos. The catheter body was separated approximately 10 mm from the juncture hub as well as kinked directly adjacent to the juncture hub. A device history record review was performed, and no relevant findings were identified. Due to an increased trend in endurance catheter leaks/separations, a non-conformance has been initiated to further investigate this issue. The root cause has not yet been determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The line was placed on (B)(6) 2022 and it was removed (B)(6) 2022 making it 9 days old. The line was placed in the left upper arm cephalic vein with a flat insertion approach because the vein was very superficial. Customer reports "I was asked by the day nurse to evaluate the line because they were no longer able to get a blood return or flush it. It had been used for lab draws daily without issues until last night. Pt was on a heparin gtt so he was getting routine ptt tests. Upon my arrival into the patients room I noticed blood under the dressing about a half teaspoon I would say, the line had blood backed up into it and the needless connector was also full of blood. My initial plan was to trouble shoot the line and hopefully fix it and start using it again but after what I saw I did not even want to attempt to salvage it and decided to replace the line with a new one. When I removed the catheter I noticed a 90 degree kink at the hub and when I removed it I also saw a second kink at the second black line (1cm line). The 1cm kink was inside the vein but was noticed once the line was removed. I ran my index finger across the kink at the 1cm mark and noticed it had a sharp edge to it and the line was cracked (half broken) I slightly pulled on it and it broke apart with minimal effort and it was brittle upon breaking." The catheter was replaced. No additional medical intervention was required. The patient's' condition is reported as fine.

Event description:
The line was placed on (B)(6) 2022 and it was removed on (B)(6) 2022 making it 9 days old. The line was placed in the left upper arm cephalic vein with a flat insertion approach because the vein was very superficial. Customer reports "I was asked by the day nurse to evaluate the line because they were no longer able to get a blood return or flush it. It had been used for lab draws daily without issues until last night. Pt was on a heparin gtt so he was getting routine ptt tests. Upon my arrival into the patients room I noticed blood under the dressing about a half teaspoon I would say, the line had blood backed up into it and the needless connector was also full of blood. My initial plan was to trouble shoot the line and hopefully fix it and start using it again but after what I saw I did not even want to attempt to salvage it and decided to replace the line with a new one. When I removed the catheter I noticed a 90 degree kink at the hub and when I removed it I also saw a second kink at the second black line (1cm line). The 1cm kink was inside the vein but was noticed once the line was removed. I ran my index finger across the kink at the 1cm mark and noticed it had a sharp edge to it and the line was cracked (half broken) I slightly pulled on it and it broke apart with minimal effort and it was brittle upon breaking." The catheter was replaced. No additional medical intervention was required. The patient's' condition is reported as fine.

Manufacturer narrative:
(B)(4).